Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the customer via telephone and had customer try back-flushing the needle drain line and run a startup afterwards the instrument continued to leak; therefore, service was dispatched to site. The field service engineer (fse) found that needle was overflowing due to sticky valves in the pump module. He replaced all the valves (solenoid lv25 through lv30 and pinch valves pv20 through pv27) in the pump module, to resolve the reported issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported an undetermined amount of blue fluid leaked from a coulter lh 500 hematology analyzer onto the counter. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.